Manufacturer narrative:
Product testing was not performed as the cause of the reported complaint cannot be determined through such means. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2010. It was reported that her ipg pocket opened exposing the device. There was slight irritation and a discharge observed as the ipg site. Oral antibiotics were administered to the pt as treatment. She was also referred to a wound specialist for further care. The ipg was explanted on (B)(6) 2011 and returned to the MFR. A new ipg pocket was created, and a new device was implanted. F/u on the pt found no further issues reported.